Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient underwent bilateral lasik surgery. The intended flap thickness was 100 microns, however, the outcome seemed to be below 80 microns. The flaps were not easy to lift. Additional information has been requested. There are two related reports for this event; this report will address the patient's eye.